Event description:
Reporter indicated that vns patient has experienced a recent increase in seizure frequency and a recent episode of status epilepticus. It was reported that the patient had been doing "great" with the vns therapy until recently. The patient's family has noticed that the patient is napping more, which is unusual for them. In addition, the patient's family member recently noticed the patient's face twitching, after which they experienced an episode of status epilepticus which reportedly lasted for approximately seven hours. Swiping the device with the magnet during the status episode did not help and no cough was elicited with magnet use as it had been in the past. The patient's family member believes that the generator may be nearing end of life and plans a follow-up visit with treating neurologist for device diagnostic testing. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Investigation to date has been unable to determine the cause of the reported increase in seizure frequency and status episode.

Event description:
Further follow up revealed that the patient underwent generator replacement surgery due to suspected end of service. Battery life estimate was calculated using available device program history. Battery life analysis indicated that the generator should not reach end of service for another 5.45 years.